Manufacturer narrative:
(B)(4). Method: the device will not be returned for an analysis. The lot number was not available; however, a potential lot number 0201343877 was provided by the facility. A device history record (DHR) was conducted for the potential lot number provided. Results: as no device was available for an evaluation, no device testing methods were performed and results cannot be obtained. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Per the IFU "fill volume ¿ filling the pump less than the labeled volume results in faster flow rate." "¿ pump position - position the pump at approximately the same level as the catheter site: ¿ positioning the pump above this level increases flow rate." "¿ temperature will affect solution viscosity, resulting in faster or slower flow rate. ¿ select-a-flow* device have been calibrated using normal saline (ns) as the diluent and room temperature (22 degrees c, 72 degrees f) as the operating environment. Flow rate will increase approximately 1.4% per 1 degree f/0.6 degree c increase in temperature and will decrease approximately 1.4% per 1 degree f/0.6 degree c decrease in temperature." Conclusions: the device was not returned to I-flow for an evaluation, therefore we are unable to determine a cause for the reported event. Per the DHR the lot met the process specifications, including the quality control acceptance criteria prior to release. Per the IFU there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Please reference: 2026095-2015-00101/(B)(6) and 2026095-2015-00102/(B)(6). Fill volume: 400ml. Flow rate: 8-12ml/hr. Procedure: total knee replacement. Incident #1 of 3: it was reported that there were infusions with 3 pumps that ended sooner than expected. It was reported as, ¿this morning we went to see a patient that had her ball hooked up approximately 21 hours ago and it was completely empty¿. The samples were not saved for return and evaluation. Additional information was received on 02/26/2015. It was reported by the nurse that the flow rate was started at 8ml/hr and eventually turned up to 12ml/hr. There was no patient injury. Additional information was requested, however, is not available at this time.